Event description:
During activation of the device, the recipient did not have auditory response, only a strong vibration on the throat. She could not stand stimulation even at low stimulation. The recipient reported pain and vibration but no hearing. A map was created, and a vat (voltage artifact test) was ordered. A follow-up with progressive maps was scheduled in 4 weeks. However, a week later, the recipient reported severe pain from magnet strength no. 3. The procedure was changed to magnet strength 2. No redness was seen, however, the mother reported swelling at the coil area with severe migraines and pain. At the follow-up appointment, the recipient said that the audio processor and the coil area feel very hot and mentions that the battery lasts only 6 hours on the rondo 3. Tests are performed with a new rondo 3, without any change in hearing perception and with the same discomfort. Reportedly, the implant housing migrated towards the auricle. At an further follow-up visit some points of irritation on the skin over the displaced coil, which were related to suture points that had not been absorbed were noticed. The suture points were removed and anti-inflammatory topical treatment was given. A revision surgery was performed on (B)(6) 2025 for repositioning of the implant housing. During the procedure, initial integrity tests indicated that the implant was still functioning well. However, it was observed that the coil had migrated below the original implant site and that fibrous tissue with inflammatory characteristics was present. As the surgery continued, it was noted that the cable connecting the electrode array to the coil was structurally weak at the bend. Additional testing showed altered results, and upon applying pressure to the array, the electrode cable broke and detached. Therefore, the device was explanted. The electrode lead was left inside the cochlea. Re-implantation may be considered at a later point in time.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage which is expected to have been present whilst implanted. The observed mechanical damages are attributable to the revision/explantation surgery. According to information received, the recipient underwent revision surgery due to lack of hearing benefit with the cochlear implant at activation. Further, the recipient could not wear the external processor due to painful sensation. This appears to be of multifactorial origin, including skin flap irritation (i.e. Healing delay which may have been exacerbated by the corticosteroid treatment, remaining non-absorbed suture and reported implant housing migration), and the reported non-auditory sensation (i.e. Throat discomfort). In addition, implant housing displacement was observed and might have contributed to the reported electrode migration. The received in-situ measurements are indicative of a functional device, only the last basal channel with an elevated impedance, which was confirmed on imaging to be extracochlear, as well as during explantation surgery. The latter might explain the reported non-auditory sensations. With the remaining 11 intracochlear electrodes a satisfactory hearing perception could be expected. This is a final report.

Event description:
During activation of the device, the recipient did not have auditory response, only a strong vibration on the throat. She could not stand stimulation even at low stimulation. The recipient reported pain and vibration but no hearing. A week later, the recipient reported severe pain from magnet strength no. 3. The processor was changed to magnet strength 2. No redness was seen, however, the mother reported swelling at the coil area with severe migraines and pain. Reportedly, the implant housing migrated towards the auricle. At an further follow-up visit some points of irritation on the skin over the displaced coil, which were related to suture points that had not been absorbed were noticed. The suture points were removed and anti-inflammatory topical treatment was given. A revision surgery was performed on (B)(6) 2025 for repositioning of the implant housing. During the procedure, it was observed that that fibrous tissue with inflammatory characteristics was present. As the surgery continued, the electrode cable broke and detached. Therefore the device was explanted.